Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-65297.

Event description:
It was reported that two fibers were used during a procedure for benign prostatic hyperplasia. Both fibers broke during the procedure. Due to this, the procedure was completed using another device. There were no patient complications. This event is for the first broken fiber.